Event description:
The reporter indicated that after obtaining a holter ECG, intermittent noise mode behavior was found (pacing parameters left as nominal since implant on 8-22-92. According to the doctor's request, a follow-up was conducted on september 4, and the same anomally was observed. After changing the pacing rate to 30 ppm, the anomally was still observed. On september 11, pacing configuartions (sensitivity, mode, and refractory period) were changed, and the anomaly was still present. On september 22, the patient was released from the hospital, and she will be monitored.